Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot#: 082224017a, implanted: (B)(6) 2017, product type: accessory. Product ID: 924256, lot#: 082224017a, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the burr hole cover screws could not penetrate the patient's skull. Two additional packages of screws were opened. It was stated that the issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Other applicable components are : product ID 924256 lot# 082224017a implanted: (B)(6) product type accessory product ID 924256 lot# 082213617a product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the screw not penetrating the patient's skull was not determined.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found the threads of the screws were damaged, and one screw head was damaged. If information is provided in the future, a supplemental report will be issued.